Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin cartridges are very loose within pump housing and that cartridges can be dislodged from the pump without customer interaction. Customer¿s blood glucose level was 150-200 mg/dl. Customer continued to use the pump for insulin therapy.